Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four days post implant the right ventricular (rv) lead exhibited a bipolar lead impedance warning. Impedance was noted to be high and undefined. It was reported that both the rv lead and the right atrial (ra) lead exhibited oversensing and undersensing during an atrial tachycardia/atrial fibrillation event. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.